Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high pacing lead impedance and high capture thresholds were observed during follow up for an asymptomatic patient. Lead fracture was also noted and the lead was subsequently capped on (B)(6) 2017. The patient tolerated the procedure well and monitoring will continue.